Event description:
It was reported that during monitoring, the co2 reading dropped out without any warning. No consequence or impact to patient.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, customer at (B)(6) hospital reported the bsm-6700a (mu-671ra sn: (B)(6) was dropping the end tidal co2 (etco2). The bsm had the cable plugged in and it was monitoring etco2 but it would randomly stop and not give a reading. Service requested troubleshooting/assistance. Service performed customer was advised the cable may be bad and causing the etco2 to drop out/off the bsm. Customer reported replacing the co2 interface cable fixed the issue. Investigation result the bsm was delivered to customer (B)(6) hospital on (B)(6) 2018. The reported issue occurred after approximately 6 months at customer site. Review of device sap history found no previously reported issues with end tidal co2. The issue was resolved upon replacing the co2 interface cable. Information on the cable, including the model, age, and condition was not provided. The cable was not returned and is not available for evaluation. From the information available, the root cause could not be determined. However, this issue is not suspected to be caused by deficiency of the bsm or its design. The co2 interface cable is a consumable and disposable accessory. Additional information: b4. Date of this report. D4. UDI#. D11. Concomitant medical product. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. D11. Concomitant medical product: the co2 interface cable was used in conjunction with the bedside monitor. No information on the cable, including the model, age was provided.

Manufacturer narrative:
It was reported that during monitoring, the co2 reading dropped out without any warming. During troubleshooting, it was determined that the issue was the co2 interface cable that caused the co2 reading to randomly stop. The customer replaced the co2 interface cable and now the device in functioning as designed.

Event description:
It was reported that during monitoring, the co2 reading dropped out without any warming. No consequence or impact to patient.